Manufacturer narrative:
The reported failure was confirmed, which was caused by the main board. The main board has been returned to the supplier for further investigation. Investigation report for the main board will be provided by the supplier. The described problem was caused by the q2, q3, q4 fet's that were malfunctioned. The mb assembled on a functional unit and the unit passed all series of test and found to be functional.